Event description:
It was reported that a capsule failed to attach to a patient's esophagus during an intraoperative procedure. The capsule was later located in the stomach. The physician verified the capsule placement endoscopically, and the deployment device was inserted with the capsule facing the tongue while maintaining the device in a horizontal plane. A medela vacuum pump was used, and the pressure reached 550 mmhg prior to placement. No additional airway support, or unplanned hospitalization was reported. There was no patient or user harm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.